Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ECG connector is broken. The device was not in use on a patient.

Manufacturer narrative:
.